Event description:
The facility reported an incident of an overinfusion during patient use. The device was set-up with a primary infusion of lactated ringer solution on channel one and a piggyback pitcin infusion on channel two. The pitocin infusion was being titrated. The pump was programmed at a flow rate of 12ml/hr and 30 units of pitocin were added to 500ml of d5w in a 500ml bag. The patient began to have a tetanic contraction and the nurse turned off the pitocin drip and started a bolus of the lactated ringers solution. The patient's contraction did not stop and it was noticed that the pitocin bag was still dripping. The nurse completely disconnected the pitocin bag and noticed that 200ml of the medication were gone in less than one hour. The director of trauma stated that the mother and baby are both "fine and never knew the difference." Although attempts were made by baxter to obtain additional information from the reporting facility, no additional information was available.